Event description:
It was reported that a spectrum pump alarmed system error 105 during testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 was unable to be reproduced, but was confirmed through observation upon powering the device on. This condition was determined to have been caused by severed motor screws. The motor assembly was replaced.